Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The customer reported the inner sleeve of a helical blade inserter was deformed and would not collect properly. The repair technician reported that the pin on replacement alignment is broken off and missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment and helical blade inserter. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 357.372, synthes lot # 7921670, supplier lot # na, release to warehouse date: 24 feb 2015, manufactured by synthes (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the inner sleeve of a helical blade inserter was deformed and would not collect properly. There was no patient involvement. This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).